Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 85% stenosis and calcification). Deformation problem (stent deformed). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 85% stenosis and calcification). Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
An attempt was made to implant an endeavor resolute drug-eluting stent to a calcified lesion in the lad with 85% stenosis but the device could not cross. When the device was removed it was noted to be deformed. The lesion had been pre-dilated with sprinter legend balloon. The physician dilated the lesion again and changed to a new device to complete the surgery. The device was inspected before use with no issues noted. No reported patient complications or clinical sequelae reported. Evaluation summary: the device was returned for analysis. The stent was positioned between the marker bands as per specifications. Multiple stent segments were damaged. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)